Manufacturer narrative:
Quality safety evaluation received on 06-jun-2014, referring to ptc global number (B)(4): since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect at this time. The medical events reported are not necessarily indicative of a quality defect. Two of the reported medical events were associated with treatment medication. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded unconfirmed quality defect. Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female consumer who had essure inserted and experienced passing out from shot of ceftroaxone, passing out episodes, pid with no uti or std, device had migrated to the area between the uterine segment and the cervix and miscarriage. Due to complications, she had a hysterectomy and coils were found in both tubes. The consumer reported pasing out episodes and stated that she was hospitalized for passing out from shot ceftroaxone, however as no further information was provided about the event's characteristics or its temporal relation with essure therapy, causality with the suspect insert cannot be assessed. Regarding pid with no uti or std, interpreted as pelvic inflammatory disease without urinary or sexually transmitted infections, as no information was provided about event onset causality with essure cannot be assessed. Initially the pregnancy with essure was considered as not assessable since it was not possible to conclude if the consumer was pregnant or not. However, in follow up she reported a miscarriage. Additionally, she stated the device had migrated. Since this condition is considered related to essure inserts and it could cause the pregnancy, the causal relationship between essure insert and pregnancy cannot be excluded. In contrast, although the gestational age was not provided, since in most of the cases, the miscarriage is due to chromosome abnormalities or gross morphological malformations, this miscarriage is assessed as unrelated to essure inserts. This case is regarded as incident since device removal was required. Additional non-serious events were reported. Technical investigation concluded unconfirmed quality defect. Based on the information available, there is no reason to suspect a quality defect. Further information cannot be obtained as no contact information was provided.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5034465) in united states on (B)(6)-2014. It describes the occurrence of stabbing pain in both tubes, rash on legs a couple times in 2012 and 2013, pain during intercourse, migraine headaches, depression, hair loss , ankle and knee joint pain, all my joins hurt, feeling of poison through my legs, dizzy spells, wake up dizzy, nausea, fatigue, passing out from shot of ceftroaxone, passing out episodes, extreme pms symptoms, back pain, allergic reaction to medications, pid with no uti or std, anxiety, 2 positive pregnancy test and 2 negative (not pregnant), and aching in a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. No information given on consumer's history, past drugs and concurrent conditions. The consumer did not receive any concomitant medication. On an unspecified date the consumer had essure (fallopian tube occlusion insert) inserted. She stated that she had stabbing pain in both tubes currently and since essure was put in, rash on legs a couple of times in 2012 and 2013, very hard to climax and pain during intercourse, migraine headaches started when she had essure implanted and currently, depression started about 10 months after implanted, hair loss started in 2012 to current, ankle and knee joint pain started in 2013 currently, her joints hurt when she takes a shower and the water hits her back it feels her back is going to crack, feeling of poison through her legs, dizzy spells, nausea, fatigue, neat passing out episodes with ringing of ears and seeing spots, extreme pms symptoms, extreme bloating, foggy headed, problem with memory, back pain, allergic reaction to medications, pelvic pain, pid with no uti or std. In 2014 at hospital, she was admitted for passing out from shot ceftrlaxone, anxiety problems sleeping, shortness of breath if walking or moving too fast, heart pain, 2 positive pregnancy test and 2 negative (not pregnant), pregnancy symptoms, she wakes up dizzy and aching feeling like 80 yrs old. Event onset date reported was (B)(6)-2010 and outcome reported was hospitalization. However no details were provided. No further information was provided. Follow up information received on 17-feb-2016 from a non-health case professional: in 2014 she also had a complete miscarriage, she had an ultrasound for follow up and it was discovered that the device had migrated to the area between the uterine segment and the cervix. Also in 2014, due to complications the consumer had to have a hysterectomy; the coils were found in both tubes. Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced passing out from shot of ceftroaxone, passing out episodes which is serious due to hospitalization and pid with no uti or std, device had migrated to the area between the uterine segment and the cervix and miscarriage which are serious due to medical importance. Due to complications, she had a hysterectomy and coils were found in both tubes. The consumer reported pasing out episodes and stated that she was hospitalized for passing out from shot ceftroaxone, however as no further information was provided about the event's characteristics or its temporal relation with essure therapy, causality with the suspect insert cannot be assessed. Regarding pid with no uti or std, interpreted as pelvic inflammatory disease without urinary or sexually transmitted infections, as no information was provided about event onset causality with essure cannot be assessed with the available. Initially the pregnancy with essure was considered as not assessable since it was not possible to conclude if the consumer was pregnant or not. However, considering that in follow up it was reported that consumer had a miscarriage. In this case, the device had migrated. Since this condition is considered related to essure inserts and it could cause the pregnancy, the causal relationship between essure insert and pregnancy cannot be excluded. In contrast, although the gestational age was not provided, since in most of the cases, the miscarriage is due to chromosome abnormalities or gross morphological malformations, this miscarriage is assessed as unrelated to essure inserts. This case is regarded as incident since device removal was required. Additional non-serious events were reported. Further information cannot be obtained as no contact information was provided.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.